Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a white flashing display. The customer¿s blood glucose level was 69 mg/dl. The customer was treated with food. The customer was assisted with troubleshooting and the customer reports the display was flashing. There was no report of pump screen flashing when the screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.